Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced the user interface module. The ventilator meets factory specifications.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and was immediately able to duplicate the reported issue. The power was then cycled and the led¿s powered on along with the lcd assembly. Each time after cycling the power the screen powered on and no other anomalies were found. The thermistor was measured at 19.51ohms which is normally rated at 15ohm. Defective thermistor on the control pcba. This issue is being addressed in an internal correction.

Event description:
The customer reported the ventilator had a blank screen during power up.